Manufacturer narrative:
H3: the pump was returned for analysis. Analysis found no anomalies. H3: the catheter was returned for analysis. Analysis found a kink in the catheter body and deformation in shape of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#serial#: (B)(6); implanted: on (B)(6) 2016; product type: catheter; product ID: 8781; lot#serial#: (B)(6); implanted: on (B)(6) 2016; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information reported that caller needed to send back the pump and catheter back. Caller reported per patient's family's requested, the pump and catheter was explanted and now they will be sending it back to mdt for analysis. Caller reported prior to the explant they did ween the patient down and noticed that the patient's spasticity did increase when they weened them down so they believe at some point the patient was getting therapy that was benefiting them. Caller reported when the hcp explanted the pump they noticed the catheter had migrated to the interlaminar space of l2-l3 (catheter was originally placed in the cervical). Caller reported the hcp doesn't believe there were any issues with the pump and thinks the reason may be related to the migration of the catheter. Caller stated he will be sending the pump and catheter back today. Troubleshooting was not required.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and possible withdrawal was indicated.

Event description:
Additional information was received on 19-jul-2021 from a healthcare provider (hcp) via a company representative who reported that the patient was just transferred to another hospital and a dye study was planned for today. Additional information was received on 21-jul-2021 at which time it was reported that the dye study was attempted on 19-jul-2021, but the hcp was unable to aspirate the catheter. The cause was not determined. The hcp did not elect to bolus the patient. The patient¿s family wanted to wean the patient off the pump, and have it removed. The hcp was working with them for that.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2016, product type catheter product ID 8781, serial# (B)(6), implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781 serial/lot# (B)(6), ubd 2018-09-29, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (2000 mcg/ml at 329.5 mcg/day) via an implanted pump. The patient¿s medical history was noted to be spasticity. The indication for pump use was intractable spasticity. It was reported that the patient was experiencing rebound spasticity according to her parents. Her parents believed she was being underdosed. The patient originally went to the hospital with right hip pain on saturday and then on sunday her rebound spasticity symptoms began to show. The pump was interrogated, and the logs were checked which showed that the pump was operating normally. No interventions had yet been taken. The issue was not resolved at the time of the report. The hospitalist was informed that a dye study could be done to make sure the catheter was intact and functioning.